Manufacturer narrative:
The erroneous differential occurred on a specific pt sample analyzed in automatic (primary) mode. Sample was collected in a 5cc vacutainer and was < 2 hours old when sampled. The instrument is performing within quality control specifications. Controls are run each shift. Controls were run before and after the incident and recovered within range. Flagging preferences were set to 2202, which is mid-level for flagging for blasts. Variant lymphocytes, and imm ne 2. The flag for imm ne 1 was turned off. Note: imm ne 1 is a flag for suspect immature neutrophils, primarily bands. Imm ne 2 is a flag for suspect immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes. Service was not dispatched for this event. The customer suspects this is pt related (as this pt has demonstrated similar results in the past) and not an instrument problem. Raw data analysis indicated the presence of an abnormal neutrophil population and the algorithm flagged imm ne 2. The data pattern does not show any indication of a high basophil count on the scatter diagrams. The instrument gave appropriate flagging for the sample to prompt the operator to review the results. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.

Event description:
Customer reported erroneous low basophil results of 0.1% on an automated differential when using the coulter lh 750 hematology analyzer on (B)(6) 2008. The test results were flagged with an instrument generated error message. The operator further evaluated the sample by performing a manual differential in response to the instrument generated error code. The test results were determined to be erroneous based on manual differential test results of 18% basophils. The erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event.